Event description:
Symptoms of breast implant illness. Severe fatigue interfering with day to day life, hair loss, muscle weakness, joint weakness/pain, heart palpitations, abnormal lab work, hypertension, dizziness, facial puffiness, heavy eyes, headaches, nausea, breast pain, skin rashes, decrease stamina with exercise despite completing several half marathons in the past, congestion/sinus issues, worsening allergies, brain fog, mood changes/flat affect, word finding issues, weakness leading to dropping things, easy bruising, weight gain despite healthy diet and exercise, swollen submandibular lymph nodes, constant throat clearing/cough, ringing ears, sore throat without infection, metallic taste in mouth, water retention despite being on directic, soreness in hips/back/knees, high resting heart rate, and gi issues. Ref report: mw5157887.